Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained an elevated (> reference range) atellica im high-sensitivity troponin I (tnih) lot 104 result on 2 samples from the same patient (56-year-old, no clinical symptoms suggesting elevated tnih). The results were reported to the physician and questioned. One of the samples was retested at another lab using an alternate test method and the result was lower (< method reference range) and considered correct. A corrected report was issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. Quality control (qc) was in range at the time of testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated (> reference range) atellica im high-sensitivity troponin I (tnih) lot 104 result on 2 samples from the same patient (56-year-old, no clinical symptoms suggesting elevated tnih). The results were reported to the physician and questioned. One of the samples was retested at another lab using an alternate test method and the result was lower (< method reference range) and considered correct. A corrected report was issued. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens investigated an outside of the us (ous) customer complaint of an elevated (> reference range) atellica im high-sensitivity troponin I (tnih) lot 104 result on 2 samples from a patient with no clinical symptoms suggesting elevated tnih. The elevated results were discordant relative to retesting at another lab using an alternate method. Quality control (qc) was in range at the time of testing. The limitations section of the instructions for use (IFU) 11200498_en rev. 10, 2024-09) states: "heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Clinical performance section of the IFU states: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." There is no universal standard for troponin I. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the available information, the cause of the discordant result is inconclusive. The customer is operational, and the reported issue is resolved by routine troubleshooting. Siemens filed initial MDR 1219913-2024-00447 on 23-oct-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00447 initial report on 23-oct-2024 and MDR 1219913-2024-00447 supplemental 1 report on 28-mar-2025. This supplemental report is to document a correction: during a review of closed complaints, siemens identified a typographical error in previously filed MDR 1219913-2024-00447 initial report. In section g3, the "date received by manufacturer" is incorrectly listed as "06-oct-2024". The correct "date received by manufacturer" is "10-oct-2024". As the MDR 1219913-2024-00447 initial report was filed on 23-oct-2024, initial reporting occurred within the required timeframe. This correction does not impact any other information previously provided for the event.